Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they saw the system problem m03 message when recharging their implanted neurostimulator (ins) since saturday, but they were able to recharge their implanted neurostimulator. Patient service specialist helped the patient inspect the recharger antenna cord, recharger plug, and controller port, but no visible damage was detected. Patient noted the recharger cord got hot to the touch when charging the ins. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt also reported they had a damaged belt. An email was sent to repair to replace the belt.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial:(B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.